Event description:
It was reported that during a routing checkout, the autopulse nimh battery faulted on the autopulse tester.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. If product is returned, a supplemental report will be filed.